Event description:
A customer in finland reported a cartridge alarm issue with their pump, specifically an alarm 20, which occurred during pumping. There was no adverse impact on the customer's blood glucose level. Despite attempts to resolve the issue by loading a new cartridge, the alarm persisted, prompting the decision to replace the pump. The customer planned to use multiple daily injections as backup therapy to maintain insulin delivery.